Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 11 years 6 months post implant of prefix plug, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. This emdr represents the prefix plug (device #2). An additional supplemental emdr was submitted to represent the prefix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided: on (B)(6) 2005 - patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (Note: there was no mention of device #1 in the medical records). On (B)(6) 2007 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿there was a medium indirect inguinal hernia. This was taken off the cord and then reduced. Then a perfix plug (device #2) was placed in the defect, secured this to the transversalis fascia with sutures and then to the shelving portion of the cooper' s ligament with sutures. Onlay mesh applied, tacked down near the pubic tubercle using sutures.¿ on (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #3). Per operative notes, ¿there was a reducible a direct hernia. A sumet style repair was performed, a bard flat mesh (device #3) was ruled to appropriate size and shape and inserted medially, just lateral to the pubic tubercle and to the preperitoneal space and secured superiorly to the conjoined tendon, inferiorly to the shelving edge of the inguinal ligament using sutures.¿ attorney alleges that the patient had hernia recurrence, pain and suffering, protruding hernia visible in the abdominal area and numbness in the site of incision. It is also alleged that the hernia came back and there was a lot of pain.